Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited high impedances out of range and noisy signals on the non boston scientific right ventricular (rv) lead. The health care professional (hcp) checked the thresholds and sensing and they were stable. Boston scientific technical services (ts) discussed there was not any device programming changes to be done. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited high impedances out of range and noisy signals on the non boston scientific right ventricular (rv) lead. The health care professional (hcp) checked the thresholds and sensing and they were stable. Boston scientific technical services (ts) discussed there was not any device programming changes to be done. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.